Event description:
Utilizing an endopouch retriever bag to remove the gallbladder and stones, the end of the bag "popped off" into the patient. Visualized by a surgical tech at the time of separation. The remaining stones were removed with the other bags. Patient irrigated and suctioned with lactated ringers. Missing portion of bag removed.